Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter ruptured distal to the hub during a power injection. The power injector was set at 650 psi, 18ml/s, 35ml total volume. During the injection, when rupture occurred, injected at 627 psi, 16ml/s and 34.6 volume. The angiogram was sufficient to provide the picture needed prior to rupture so other catheter was used to redo the angiogram. There was no delay in treatment, no pt death and no pt complications were reported.